Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer is not able to rewind. The customer¿s blood glucose level was unknown at time of incident. Customer state that attempted to rewind the pump, she received a message in regards to the rewind not completing but the pump still progressed the load reservoir and fill tubing process. The insulin pump will not be return for analysis.